Event description:
It was reported the pt experienced a loss of therapeutic effect. The dose was escalated up to 350 micrograms per day, with severe spasticity at this dose. The side port was aspirated and the dye study looked fine. On x-ray, the catheter path appeared to take a tortuous route. Once in operating room, surgeon chose to replace pump and not catheter. The pt's new pump was restarted at 100 microgram per day (down from 350 microgram per milliliter).

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.